Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion alarm" was not reproduced. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However, the event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was found out of calibration and higher than intended range. The force sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant downstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.